Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7084614.

Event description:
It was reported that the patient was feeling numb and unable to bear weight on left leg. In a matter of minutes, the patient noted that the right leg also went numb and patient could not stand. High impedances were noted on the leads upon checking. The patient immediately went to the hospital in an ambulance and the spinal cord stimulator (scs) system was explanted. The patient is currently recovering. All device components were kept by the medical facility.